Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the adapter was leaking insulin. The lot number was not provided by the customer. No adverse event was reported. The adapter was requested to be returned for product evaluation.